Event description:
Caller reported that the tandem mobi pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Customer technical support instructed the caller to plug the wall adapter into a working outlet for at least 30 consecutive minutes to see if the pump would begin charging and planned to follow up.